Event description:
Report rec'd from united states indicating that device "gives error code 2 during use." It is known the device was used in surgery and there was no injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).